Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer in row 2, position 6 failed to close. A field service engineer powered off the unit, and the drawer was removed. The mini-drawer controller board was replaced and reconfigured in both hardware test application (hta). The hta test passed successfully. The customer completed inventory of medications in drawers 1 to 7 and 1 to 8 to verify functionality. The system functioned as intended after the field service engineer repaired the device.